Manufacturer narrative:
Device was evaluated by the distributor.

Event description:
It was reported the power cord was stuck under the bed and became damaged as a result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.